Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed low reservoir. Customer stated she changed the set and noticed there was no insulin, but no delivery alarm was received. Customer called back the next day after receiving tubing clamps. Performed high pressure test and no delivery alarm occurred at 4.4 units. Advised customer to monitor the insulin pump and set will be replaced. The customer's blood glucose was unknown.